Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00349-1 and 00352-1. This report is being submitted to relay corrected data, additional information and device evaluation. Correction: the statement in the initial MFR report: 0002023141-2023-00351: please see associated report: 0002023141-2022-00349, 00350, 00352 was submitted with the incorrect year. The statement is being corrected to: multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00349, 00350, 00352. Multiple MDR reports were filed for this event. The following sections are being reported: h6: type of investigation code was added: 3331. DHR review was completed for the associated subject lot numbers 1253142 & 1253960. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization record op# 120 - str2 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the associated lot numbers 1253142 & 1253960 for similar events and no other complaint was identified. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00349, 00350, 00352. Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implants on teeth #19, #21, #23 and #28 were removed due to infection. Symptoms of the event: inflammation.